Manufacturer narrative:
A ge svc rep performed an onsite investigation. The svc rep replaced the l-arm and associated hardware, cable and motor. The sys was tested and found to be working as intended and put back in svc.

Event description:
The customer reported that the system's c-arm would not work. No pt injury was reported.